Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that a patient had a revision done on their lead because they were only getting stimulation in their back and not their legs. The patient was told her leads were too high (by 2 vertebral bodies). The doctor did a revision of leads to reposition leads lower. After revision, patient felt stimulation down to her knees and felt stimulation in her feet for a while, but then wasn't getting good coverage in her feet. Patient later started getting injections in her feel for pain in her feet. The revision occurred about 3 weeks after her initial implant in late (B)(6). Per patient, she was reprogrammed about a year after the revision the revision to try to get stimulation back into her feet, but this was unsuccessful. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was reported that one physician mode recharge (pmr) was performed and patient recharged normally. At first they were unable to get full coverage or adequate relief. He switched programming approach from low density to high density and patient had instant relief in all needed painful areas. The manufacturing representative (rep) spoke with patient late tuesday evening and she was both elated and excited that she was getting better coverage and relief than anytime in the past. The patient was encouraged to contact rep in the future for any needs or concerns. It was reviewed with the patient to keep battery charged in the future to avoid another strike on her ins. No further information was reported.

Manufacturer narrative:
Correction: first report was sent without including ins as part of the system. The main component of the system and other applicable components are: product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the rep indicated that they did not know about the patient's lead issue. The patient provides different information during their visits. The patient's device is over discharged. The rep planned see the patient in aug-22-2017. No patient symptoms or complications were reported.